Event description:
Additional product analysis on the torque wrench was performed by the wrench manufacturer. It was noted during their analysis that the spline on the unit was "small" and that it "did not have enough grab on the plastic nose cone". Per the analysis, the small spline along with some excessive force applied to the unit by the user allowed the tip to be pushed into the nose cone far enough that it would not engage on the plastic and allowing the tip to spin freely.

Event description:
It was reported that during surgery, the hex screwdriver that came with the generator would not click when tightening the hex screw. A different hex screw driver was then utilized. This screwdriver produced the clicking noise indicating that the hex screw was properly tightened and the generator was implanted. The hex screwdriver was returned and product analysis was performed. During product analysis, the returned hex screwdriver was able to seat fully into a setscrew socket. However, it was unable to tighten the setscrew onto a bench test resistor using a bench generator. The torque wrench housing would spin on the hex shaft. It was also observed that the shaft of the screwdriver was pushed in to the plastic housing. The mechanical anomaly of the hex screwdriver most likely contributed to the allegation of being unable to click when attempting to tighten the setscrew.

Manufacturer narrative:
The generator was not returned as it was successfully implanted. The suspect wrench was returned for analysis, which showed the shaft of the hex screwdriver was pushed up into the torque wrench housing, prohibiting it from properly torqueing. While a device failure was confirmed it did not result in death or serious injury.